Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that there was a line in the middle of the display of the blood glucose monitor. No adverse event was reported. The infusion device was requested to be returned for product evaluation.